Manufacturer narrative:
Product event summary: the pscc100 loop catheter with lot number 0012419847 was returned and analyzed. Visual inspection showed the catheter was received with the guidewire used during the case. The returned guidewire was received not threaded into the catheter and in good conditions, no kink or any damage. The guidewire lumen was received retracted, and with no apparent issue along the shaft, array area and handle. The shape of the catheter array was normal. X-ray and optical inspection confirmed the integrity of the nitinol array wire, properly attached at the distal tip and to the dual lumen. The electrode wires were intact without breakage or detachment from the electrodes. The x-ray did not show any kink or damage along the shaft, guide wire lumen and handle area. Mechanical verification was performed on the steering and slide mechanisms. The slide control function was performed and the guide wire lumen was extended retracted without any issue. Steering function was normal, with the distal catheter tip responding with approximately 170 degree rotation in both directions. The returned guidewire was inserted and retracted inside the guidewire lumen of the returned catheter several times without resistance or any friction felt. Data from the catheter identification chip confirms the catheter programmed for clinical use with the lot and serial numbers matching those indicated on the cover. The catheter was reprogrammed before connection to the generator via the catheter interface cable, and therapy deliveries were successfully performed. Continuity test was performed with a multimeter and the returned catheter, the measured impedance was normal for all electrodes, the test confirmed the electrode wires were intact with no detachment or breakage. In conclusion, the reported shaft kink was not confirmed through analysis. The loop catheter did not fail the returned product inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulsed field ablation procedure, it felt "strange" when the guidewire was pushed and pulled. It was suspected that the catheter may have kinked. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.